Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the catheter was found difficult to advance while insertion. The balloon was also torn requiring them to open a second catheter. There was no harm or injury.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d3 (manufacturer), d8, f14, g1 (contact office). The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing approximately 75.4cm and 36.3cm from iab tip. Additionally, two kinks were found on the inner lumen approximately 6.6cm and 5.3cm from the iab tip. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and was unable to go through the inner lumen due to the inner lumen kink. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿difficult unable to insert iab through sheath¿ was mostly triggered by two inner lumen kink found in the balloon membrane. However, the reported failure of "tear in membrane" was not confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the catheter was found difficult to advance and remove. The balloon was also torn requiring them to open a second catheter. There was no harm or injury.